Manufacturer narrative:
(B)(4). This is notification that this MDR is a duplicate of MDR#8040412-2016-00066, submitted on 04/22/2016. This complaint will be voided as it has already been reported.

Event description:
The customer alleges an air leak in the device during use. No patient injury reported. A new kit was opened without issue. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges an air leak in the device during use. No patient injury reported. A new kit was opened without issue. Patient condition reported as fine.